Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pump alarm was heard. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. A pump refill was planned for that date. No patient symptoms were reported. It was later noted that the patient experienced an underdose. The patient was "cold" and believed that she could not regulate her body temperature. The reporter indicated that the pump was 'dry" and then stated pump was turned down from "7 mg" to "1 mg". It was unclear how long the pump was dry and/or what medications were put in the pump at refill. It was later reported that the patient had a "combination of drugs" in the pump; it was believed that there was baclofen in the pump. The patient experienced some itching, general malaise, skin crawling; was hospitalized. The pump was refilled/reprogrammed. The patient was better and was discharged.